Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The oscar dilator was returned inside the oscar support catheter with the device tip being located about 41.1 cm proximal to its distal end. The oscar support catheter is undamaged besides two kinks in the distal portion of the braided shaft. The braided shaft of the oscar dilator is kinked at various locations, particularly at the distal end of the metal tube. The metal tube of the oscar dilator is mildly bent over its entire length. A shaft fracture, as reported, could not be confirmed. After cleaning, flushing and introduction of a 0.018 inch reference guidewire, the returned oscar dilator could be introduced and withdrawn through the returned oscar support catheter without any unusual friction. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be identified.

Event description:
An oscar peripheral multifunctional catheter system was selected for treatment. Event occurred while using oscar attempting to cross a lesion (100 percent stenosis degree) in the sfa. A contralateral approach was used, and while advancing the oscar system the proximal shaft of dilator fractured. System was then removed from patient.